Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized with an elevated blood glucose (bg) level; bg level was unknown. Customer alleged that were not receiving insulin from the pump. Fluids and medication were administered to address bg level. Customer was released from the hospital on the same day that they were admitted with no permanent damage. As tandem technical support was not contacted at the time of the event, a system check could not be performed.